Event description:
A (B)(6) pound patient placed on a 550 pound weight limit table to undergo a pacemaker generator change. Patient was strapped to the table via leg straps and 2 side boards on each side were placed under the patient to hold the patient in place on each side of the table. After the initiation of sedation of 3 mic versed and 150 mic fentanyl, the patient slid to the left off the table head/shoulder first onto the ground. The side boards fell off the table and subsequently the mattress while the legs were suspected with the leg strap. Patient was placed in c-spine precautions and x-rays done for multiple areas of the body. Imaging was negative for any injury. Case was cancelled and patient was referred to ep physician for next steps.